Manufacturer narrative:
The tech replaced three fuses f-5/f-17/f-18 on the main circuit board to repair the bed.

Event description:
The account alleged the bed has no manual functions and no operation from the siderails.